Event description:
It was reported that over the past year prior to the date of this report the patient had been more dependent on medication because the ¿battery¿ had not been effective. This had been a gradual change and had been worse for last month or two prior to the date of this report. The patient was told by her healthcare professional that the disease was progressing to the point that stimulation was not as effective. One of the patient¿s leads was ¿loose¿ and the patient had found this out about 6 months prior to the date of this report. The patient had thought it was bad then but it had gotten worse. The patient had several falls over the last 6 months or so prior to the date of this report and had ¿bounced¿ off the floor and hit her head a couple of times. No intervention or outcome was provided. Further follow-up is being conducted to obtain this information. If additional information is received a supplemental report will be submitted.

Manufacturer narrative:
Concomitant medical products: product ID: 3387s-40, lot# v204753, implanted: (B)(6) 2009, product type: lead. Product ID: 3387s-40, lot# v199750, implanted: (B)(6) 2009, product type: lead. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 7482a51, serial# (B)(4), implanted: (B)(6) 2009, product type: extension. Product ID: 37642, serial# (B)(4), product type: programmer, patient. (B)(4).